Manufacturer narrative:
Additional concomitant medical products: 694765 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short ventricular intervals and noise were observed via the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference from an electric heating pad. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.